Event description:
The customer reported that their acuity central monitoring system. There was no report of any pt harm as a result of the reported events. Note: the customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a (B)(4) central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn factory service confirmed that the display had failed to function. The display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess the troubleshooting capability beyond identifying these subcomponents as the sources of failure. Eval method - (replaced through service contract). Add'l model #: 19", a/d.